Manufacturer narrative:
Reference (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from the aspire clinical database. Treatment of a large unruptured saccular aneurysm measuring 10mm x 5mm located on the sidewall of the right ica (internal carotid artery). It was reported that the patient underwent pipeline (3.00mm x 18mm) embolization treatment on (B)(6) 2013 along with coils without issues and one side branch originating from the aneurysm sac was covered by the ped (pipeline embolization device). The patient was placed on an anti-coagulant / anti-platelet regimen prior to the procedure. Angiogram done on (B)(6) 2013 showed complete occlusion. The patient went to the ER (emergency room) 4 days later due to headaches. The CT (computed tomography) scan was negative for change and IV steroids were given for relief and the patient was released from the ER the same day. No patient injury was reported as a result of the procedure.